Event description:
It was reported that the patient had a large hematoma around the pocket. The hematoma was cleaned out and the physician noted that the bleeding was from a dissection of the pectoral muscle. The pulse generator remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.